Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostim ulator (ins). It was reported that the patient still has the device but it was no longer active because it didn¿t work for her. They cannot take it out. No symptoms were reported.